Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's spouse reported that a skin irritation causing scar tissue had occurred while the patient was wearing the pod for an unspecified duration of use. The patient¿s spouse mentioned the presence of scar tissue buildup from repeated pod placement on the patient's arms. Symptoms began in 2023 when the patient switched from omnipod eros system to omnipod 5. A range of blood glucose (bg) levels were shared at the time of report, however no specific bg for the event was mentioned.